Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "microcatheter was advanced through cx then through epicardial for retrograde procedure in cto. After encountering some resistance and microcatheter showing some signs of fatigue, operator attempted to remove the device. Even with pull back and torquing, device was not removable. Operator used rotaburr to cut the device. Needs to know if device is MRI compatible as they would like to run an MRI on the patient."

Manufacturer narrative:
Qn# (B)(4). Correction to section d: UDI number. The UDI number has been corrected to (B)(4) in this report.

Event description:
It was reported that: "microcatheter was advanced through cx then through epicardial for retrograde procedure in cto. After encountering some resistance and microcatheter showing some signs of fatigue, operator attempted to remove the device. Even with pull back and torquing, device was not removable. Operator used rotaburr to cut the device. Needs to know if device is MRI compatible as they would like to run an MRI on the patient."

Manufacturer narrative:
Qn#(B)(4). There was no product returned for this complaint. No returned product evaluation could be completed. A DHR review was completed lot: 73f2400323 and no issues or nonconformities were noted. Case details were reviewed. The additional information indicated that approximately 3 cm of turnpike lp was left in the vessel. The IFU states the following warning and precaution: never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by f luoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury do not rotate the catheter more than two (2) consecutive 360 rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury. Exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking. It is not known to what extent, degree, or rigor this device has seen use and handling. Based on the information, the most likely root cause of the issue is undeterminable. The der process will continue to monitor for any similar events.

Event description:
It was reported that: "microcatheter was advanced through cx then through epicardial for retrograde procedure in cto. After encountering some resistance and microcatheter showing some signs of fatigue, operator attempted to remove the device. Even with pull back and torquing, device was not removable. Operator used rotaburr to cut the device. Needs to know if device is MRI compatible as they would like to run an MRI on the patient."